Event description:
As surgeon was tightening washerloc cancellous screw (arthotec 56mm cancellous screw cat #908856, lot #486420) the screw broke in half leaving the threaded portion in left tibia. The top portion was retrieved. Surgeon decided to leave screw in place and inserted fixation staple in addition.